Manufacturer narrative:
(B)(4). MFR 3004753838-2019-30018 was reported in error. Please disregard initial reporting of this event as this event has now been deemed non-reportable.

Event description:
Subsequent to the initial MDR, it was determined that a report was submitted in error. Upon further review, it was determined that the patient allegation does not meet the criteria of a reportable event.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019 that on (B)(6) 2019 , that the receiver was not receiving values. No additional event or patient information is available. No product or data was provided for evaluation. The reported event could not be determined. A root cause cannot be determined.